Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the battery compartment was cracked below the bumper pad. The bolus button was completely detached from the pump. The display screen was dim and discolored. The keypad rubber was torn at the down button exposing the contacts. Contamination was found on all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored, the battery compartment was cracked, the audio bolus button was completely detached from the pump. There was contamination on the button contacts. This report is made based on results of investigation completed on 06/16/2015.